Manufacturer narrative:
Based on the results of the investigation and information obtained from this complaint, the most probable cause of flooding of the video connector and camera cable leakage could not be identified. The most probable cause of scope communication error e216 and camera cable breakage cannot be established. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a flooded video connector, a camera cable leakage, scope communication error-e216 and camera cable breakage. There was no patient involvement.